Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asthma. It was also reported the implantable pulse generator (ipg) had a pacing problem, unstable thresholds and high thresholds. It was further reported that unstable and high thresholds were noted on the right ventricular (rv) lead. The rv lead and device remains in use. No further patient complications have been reported as a result of this event.